Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver 5fu. After an unspecified length of time in use, it was reported that the "inline filter cracked" and leakage was noted from a crack in the filter. An unspecified amount of chemotherapeutic agent was reported to have leaked onto the pt. The chemotherapeutic agent that leaked was cleaned up according to the facility's protocol. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.